Manufacturer narrative:
The production device history record (DHR) for this iabp unit was reviewed and no non-conformances related to the reported event were noted. Additional information has been requested. A supplemental report will be sent upon receiving this information.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) will not zero. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit and was unable to reproduce the reported failure. The fse was told that an inexperienced tech was unfamiliar with the zero process on the cardisoave vs the cs300. The fse was able to get the system to zero without any problems. The iabp was cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) will not zero. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.